Event description:
A cartridge change error was reported for the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the blood glucose level. The customer was guided by technical support to remove and inspect the cartridge and its components, clean parts of the pump, and complete the loading process. The issue was resolved as the customer was able to successfully load the cartridge and resume insulin delivery.